Event description:
Caller states the lancet does not retract into the softclix lancet device. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
Customer's husband reported an incident of hypoglycemia requiring hospitalization at a time when the customer attempted, was unable to obtain a blood sample using her softclix lancing device. Caller was able to successfully use the device to obtain a blood sample while troubleshooting with manufacturer's product support agent. A request was made for the return of the product, replacement was sent.

Manufacturer narrative:
Event occurred in (B) (6). Corrected manufacturing site.

Manufacturer narrative:
Event occurred in (B) (6).